Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation (a fib) with farawave catheter, the patient experienced a st segment elevation. The physician attached the flush to the farawave once in the sheath and st segment elevation was noticed on the on the inferior leads (ii,iii,avf), then subsided to normal after about 30seconds. No intervention was needed and patient was in stable condition. Also, after using pfa in the first 2 veins, the splines were noted to be inverted. Catheter was pulled into sheath and rotated several times, to loosen splines, but a new catheter was requested. The procedure was completed successfully. The patient was admitted for extended care but was discharged within the same day. The patient fully recovered. The device is not available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the st segment elevation is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of st segment elevation and additional intervention required are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the cause of the reported spline inversion the customer experienced with the farawave was not able to be determined, as the device has not been returned to bsc for analysis at this time. The st segment elevation is a known inherent risk of the farawave device. It is an expected procedural complication addressed within the IFU for the farawave device. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation (a fib) with farawave catheter, the patient experienced a st segment elevation. The physician attached the flush to the farawave once in the sheath and st segment elevation was noticed on the on the inferior leads (ii,iii,avf), then subsided to normal after about 30seconds. No intervention was needed and patient was in stable condition. Also, after using pfa in the first 2 veins, the splines were noted to be inverted. Catheter was pulled into sheath and rotated several times, to loosen splines, but a new catheter was requested. The procedure was completed successfully. The patient was admitted for extended care but was discharged within the same day. The patient fully recovered. The device is not available for return due to disposal.